Event description:
It was reported that 2 bd bbl¿ seven h11 agar deep fill plates were found with contamination on them. The following information was provided by the initial reporter: "presence of contamination on middlebrook 7h11 plates, corresponding to batch bd 1235990, expiring 05/01/2022. Customer entered 150 packages, and 2 plates showed contamination."

Manufacturer narrative:
H.6 investigation summary: during manufacturing of material 221870, media is formulated using the dehydrated culture media (dcm) with usp purified water. Media is then processed through a high temperature short time sterilizer to remove bioburden and is aseptically dispensed directly into petri dishes. Personnel working in the filling area are required to wear full body jumpsuits, hoods, boots, masks and gloves. Dispensing and sleeving are completed within iso certified environment. The filled plates are cooled and immediately wrapped to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 1235990 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute and bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All physical attribute and bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 1235990. Retention samples from batch 1235990 were not available for inspection. Eight photos were received for investigation. One photo shows an opened plate from batch 1235990 (time stamp 0726) with a broken lid and plate bottom. One photo shows the top of a sleeve from batch 1235990 with the top plate visibly broken. Two photos each show the bottom of a plate from batch 1235990 (time stamps 0720 and 0724) with a colony of growth. Two photos each show the agar surface of a plate from batch 1235990 (time stamp 0720) with a colony of growth. Two photos each show the side of a sleeve with what appears to be a colony of growth in one of the plates in the sleeve. No return samples were received for investigation. This complaint can be confirmed for broken plates and contamination. No complaint trends for broken plates or contamination have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for contamination and broken plates.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd bbl¿ seven h11 agar deep fill plates were found with contamination on them. The following information was provided by the initial reporter: "presence of contamination on middlebrook 7h11 plates, corresponding to batch bd 1235990, expiring 05/01/2022. Customer entered (B)(4) packages, and (B)(4) plates showed contamination."